Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb), graphic user interface (gui) and the breath delivery (bd) central processing unit (cpu) printed circuit boards (pcbs). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the graphic user interface (gui) on a 980 ventilator was resetting. The ventilator was not in use on a patient at the time of the reported event.